Event description:
It was reported that usb serial cable for the tablet device was broken. A replacement usb serial cable was provided and the suspect usb serial cable was returned to the manufacturer for analysis. The cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.